Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation was performed on relevant hardware and additional information sources (i.e. Complaint description, log files, system history). The log file analysis shows that the system detected an issue with the motor control module (mcm4) of the table. As a consequence all table movement was blocked and stand movement was only available with reduced speed in override mode. Upon system inspection. Siemens local service engineer found the table lift motor assembly and the table motor controller defective. Both parts were replaced and the system recovered. The investigation of the returned parts by the supplier showed multiple components of the mcm4 destroyed by thermal overload due to the overcurrent in the lift motor. With the motor controller defective all axles of the table were blocked. The investigation of the motor shows traces of a defective isolation on the coils causing a short circuit and, therefore, the described effects in the motor controller. Thus, the root cause was determined to be a hardware issue of the lift motor. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported a pop and smell after lowering the table head. The table and stand were no longer working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.